Manufacturer narrative:
The log file provided basis for the investigation. Based on the logged entries it could be assessed that on the reported date of event the device had posted initially the alarm "airway pressure low". This alarm had been silenced by user interaction. Following the alarm messages "check breathing circuit for tight connections" and "pressure measurement inaccurate" had been alarmed acoustically and visually by the device. As the inspiration and expiration pressure differed significantly at that time, the device raised the error message "device failure" and stopped ventilating as a specified safety measure. In this case the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted in order to inform the user about the status of the device. The alarmed "device failure" allows the user to restart the ventilation immediately with user interaction. The log file setting entry "leakage changed from 120.9 to 257.8 ml/min" indicates that the detected pressure difference was most likely caused by a leakage within the breathing circuit. The device has behaved as specified to a detected deviation.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the gas delivery was stopped and there were alarms: pressure measurement inaccurate, device failure and o2 measurement failed. No patient consequences reported.